Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2; -5.50 diopter implantable collamer lens had tore during loading and noted "lens rupture due to snagging". This occurred on (B)(6) 2022. The lens was not implanted. On this same date a replacement lens of the same length was implanted and this resolved the problem. The cause of the event was reported as unknown.